Event description:
It was reported that the pump stopped all insulin delivery. The customers blood glucose level was reported to be 178 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.